Event description:
During a coronary drug eluting stenting treatment procedure, a dissection occurred. The 80-90% stenosed, non-calcified lesion in the proximal rca was predilated with a 3.0x12mm voyager balloon. The physician then attempted to place the taxus express2 3.0x16mm drug eluting stent. The stent had difficulty crossing the lesion and got "hooked on the flap" which then contributed to the dissection. The dissection was repaired by ballooning the vessel with a 3.0x30mm voyager balloon and then a taxus express2 3.0x28mm drug eluting stent and a taxus express2 3.0x32mm drug eluting stent was placed. No additional patient complications were reported. Patient status is satisfactory.